Manufacturer narrative:
Fdc applies to desktop charger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (b)(4, product type: recharger. The main component of the system; other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had issues with the recharger. The patient stated that it was the desktop charger they were having issues with. They stated the recharger would not charge the ins. The recharger was blank and not charging due to the damaged connector on the desktop charger. The patient stated they were not getting stimulation and they had poor communication with the programmer. It was both stated that a few months ago this started, and that the problem started about two years ago. Additionally, it was reported that a ¿big issue¿ started on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the desktop charger (B)(4) found that connector pin was broken. All fdm and fdr codes apply to the desktop charger (B)(4). Fdc applies to the desktop charger. If information is provided in the future, a supplemental report will be issued.